Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. The device was successfully primed. Aspiration was initiated inside the body. However, it stopped working and a check saline supply error message displayed. The device was re-primed but did not work and a message to change catheter displayed. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.